Manufacturer narrative:
Damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. This is a combined initial/final report.

Event description:
The recipient has been re-implanted. Device investigation revealed a device malfunction.